Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the battery handpiece/modular device was deformed/bent. It was determined that the moving parts of the trigger did not move smoothly, and the bearing was corroded. It was observed that the device had a lid leak tightness test failure. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check falling out protection (steal ring), check for roundness, check of free moving, check proper function of the triggers and check for leakage. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.